Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although the dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. An investigation of the device history records (DHR) was conducted by the manufacturer. The review confirmed the devices were inspected according to protocols and were found to be conforming to specifications. There was no indication of a relationship with the reported failure mode. However, based on the available information the reported event was confirmed.

Event description:
It was reported that a dialyzer blood leak during a patient¿s hemodialysis (hd) treatment. The patient was able to complete their treatment after being re-setup with new supplies. The incident resulted in approximately 50 ml (or less) of blood loss. The sample was not available to be returned for evaluation. No further details were provided in the initial reporting. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.